Manufacturer narrative:
The device was not returned; however, the device log files were returned for evaluation. Technical support reviewed the device logs and there were no active or historical technical alarms recorded on the reported event date or on any date close to the reported event. The trend files were not provided for evaluation; therefore, we are unable to confirm the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device was auto-cycling while in use on a patient. Complainant did not indicate that there was any adverse effect to the patient due to this malfunction.